Event description:
It was reported that the pace / sense portion of the lead had high impedance values greater than 3000 ohms, thresholds were increasing, r-waves were decreasing, there was oversensing and a possible lead fracture or connection issue. The lead was replaced. No patient complications were reported as a result of this event.